Event description:
Additional information became available that this right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 125 ohms. As a result the patient's rv therapy has been turned off. There was no surgical intervention done, and none planned for now. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this lead's rate/sense portion was surgically capped, and a new pace/sense lead was successfully placed. To date, no adverse patient effects have been reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, inappropriate shock, as undersensing. As a result, induction testing was performed to test the lead integrity. The lead will be revised, but not yet as the patient is high risk due to dialysis. To date, no adverse patient effects have been reported.